Event description:
It was reported that, while moving the device, there was a pinch/crush point, where a user was pinned against the wall. At this time, no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
An investigation was completed, and a stryker quality assurance engineer spoke to the sales account manager who was unable to provide specifications on the model/serial number of the unit involved in the event. However, in-servicing was performed to inform the staff on how to properly use the zoom functionality of the device. It was determined that the alleged unintended zoom, which pinned a staff member, was likely not due to any component level defect of the product, as it was identified that the driving staff member was unfamiliar with the zoom controls. No additional information was provided on the injury. H3 other text : device not accessible for testing.

Event description:
It was reported that, while moving the device, there was a pinch/crush point, where a user was pinned against the wall. No adverse consequence or clinically relevant delay in treatment was reported.